Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to wear and breakage of the articular surface component after a fall. It was noted during the revision that black residue surrounded the implants, but the surgeon did not feel that any of the other implants required removal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02982, 0001822565-2017-06394, 0001822565-2017-06395. Concomitant medical products: articular surface congruent "size 00 0 left 9 mm height" catalog# 00542401009 lot# 62274202, unknown natural knee tibia, unknown nexgen femoral. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.